Manufacturer narrative:
Lot number was not provided, therefore the device history records could not be reviewed. Should the lot number will be provided, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. Additional follow-up is being performed in an attempt to obtain all missing information.

Event description:
A health professional reports the implant failed, however based on the available information the exact issue could not be identified.

Manufacturer narrative:
UDI related data quality updates only.